Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62, lead, implanted: (B)(6) 2015. Dtba1d4, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for ventricular fibrillation due to t-wave oversensing on the right ventricular lead. The device was not consistently seeing t-wave oversensing and never withheld therapy. Reprogramming was done. It was subsequently discovered that the patient's electrolytes was abnormal and it was felt that this was the cause of the t-wave oversensing. The therapies were then reprogrammed off until the patients medications and blood sugars are in control. The lead and the device remain in use. No further patient complications have been reported as a result of this event.